Event description:
The notification received for (B)(4) study indicated that the patient experienced a non st elevation myocardial infarction/ischemic 6-12 hours post procedure that was treated with aspirin, plavix, integrilin and beta blocker. While accessing the lesion with an unknown guide wire to perform pci, a type f dissection occurred. There was no flow in the vessel and the physician was able to re-enter the vessel through the true lumen. Pci was first performed on a 90% de novo lesion in the distal lad of 28mm in length in 2.25mm vessel diameter with thrombosis was possibly present prior to the procedure. The (b1) lesion was heavily calcified. Pre-procedure timi flow was 0. The lesion was pre-dilated with a 2.5x10mm dura star balloon at 13 atm before a 2.25x18mm cypher stent was deployed at 13 atm. Post-dilatation was performed with a 2.5x25mm balloon at 18 atm as a standard practice. Then a 2.5x13mm cypher stent was deployed at 13 atm, proximal to the initial stent. The residual diameter stenosis measured 0% and timi 3 flow was restored. Pci was performed next on a 90% de novo lesion in the mid lad of 30mm in length in 2.25mm vessel diameter with thrombosis was possibly present prior to the procedure.

Manufacturer narrative:
The (b1) lesion was heavily calcified. Pre-procedure timi flow was 0. The lesion was pre-dilated with a 2.5x10mm dura star balloon at 18 atm before a 2.25x18mm cypher stent was at 16 atm. Post-dilatation was performed with a 2.5x25mm balloon at 20 atm as a standard practice. Then a 2.25x23mm cypher stent was deployed at 16 atm, proximal to the initial stent. The residual diameter stenosis measured 0% and timi 3 flow was restored. Concomitant devices ((B)(6) 2010): 2.5x10mm durstar rx ptca balloon catheter, 2.5x25mm balloon, cxs18225, cxs28250 and cxs23225. Concomitant medications ((B)(6) 2010): pre-procedure medications included clopidogrel and aspirin. Intra-procedure medications included bivalrudin, unfractionated heparin, aspirin, plavix, integrilin and beta blocker. Post-procedure medications ((B)(6) 2010) included clopidogrel, aspirin, pravastatin, coreg and benazapril. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of four devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00229, 3003742446-2010-00230, 3003742446-2010-00231 and 3003742446-2010-00232.

Manufacturer narrative:
A report received from the (B)(4) study indicates that during a pci, while accessing the lesion with a non-cordis (abbot) guide wire, a type f dissection occurred. The severe and totally flow limiting dissection was treated with the implantation of several cypher stents successfully, however a post procedural non-st elevation myocardial infarction was reported. Pci was performed on a 90% de novo lesion in the distal lad of 28mm in length in 2.25mm vessel diameter with thrombosis was possibly present prior to the procedure. The (b1) lesion was heavily calcified. While accessing the lesion with a non-cordis (abbott) guide wire, a type f dissection occurred. There was no flow in the vessel and the physician was able to re-enter the vessel through the true lumen and deployed 4 cypher stents to cover the dissection and restore the flow successfully. The post-procedural mi was treated with aspirin, plavix, integrilin and beta blocker and the event resolved. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Dissections are known potential adverse events during pci. This is an inherent risk of the procedure. The myocardial infarction diagnosed post procedure is likely to be related to the dissection. Based on the information available, there are possible vessel characteristics and procedural factors that may have contributed to this event. This is one of four devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00229, 3003742446-2010-00230, 3003742446-2010-00231 and 3003742446-2010-00232.

Manufacturer narrative:
Addendum: additional information was received regarding (B)(6) 2011 procedure through cec adjudication minutes. Repeat angiography on (B)(6) 2011, for a positive functional ischemia study revealed a 60% intra-stent restenosis in the mid lad, no evidence of thrombus and timi 3 flow as noted by the angiographic core lab, with comment, "target lesion revascularization." The angiographic core lab also noted a 64% multifocal in-stent restenosis in the distal lad, no evidence of thrombus and timi 3 flow with comment, "target lesion revascularization." The catheterization report noted the lad was a small to medium caliber vessel with diffuse mild to moderate plaquing proximally, but no significant stenosis. The previously stented lad had a diffuse long in-stent restenosis at the mid-portion in the 90-95% range. On (B)(6) 2011, the patient underwent successful treatment with pre-stent balloon angioplasty using a cutting balloon and the placement of one drug-eluting stent in the distal lad followed by post-stent balloon angioplasty as noted in the operative report. The operative report makes no mention of the mid lad being treated. The patient was discharged on (B)(6) 2012 on antiplatelet therapy. The report received from the (B)(4) study indicated that a patient experienced a non st elevation myocardial infarction/ischemic 6-12 hours post procedure post procedure and restenosis of the study stents in the distal lad and mid lad approximately thirteen months after the index procedure. The patient's medical history is significant for a positive functional study for ischemia, hyperlipidemia and hypertension. The index procedure was done to treat target lesions in the distal and mid lad. While accessing the target lesions with an unknown guide wire to perform pci, a type f dissection occurred. There was no flow in the vessel; however, the physician was able to re-enter the vessel through the true lumen. Pci was first performed on a 90% de novo lesion in the distal lad of 28mm in length in 2.25mm vessel diameter with thrombosis was possibly present prior to the procedure. The (b1) lesion was heavily calcified. Pre-procedure timi flow was 0. The lesion was pre-dilated with a 2.5x10mm dura star balloon at 13 atm before a 2.25x28 mm cypher stent was deployed at 13 atm. Post-dilatation was performed with a 2.5x25mm balloon at 18 atm as a standard practice. Then a 2.5x13mm cypher stent was deployed at 13 atm, proximal to the initial stent. The residual diameter stenosis measured 0% and timi 3 flow was restored. Pci was performed next on a 90% de novo lesion in the mid lad of 30mm in length in 2.25mm vessel diameter with thrombosis was possibly present prior to the procedure. The (b1) lesion was heavily calcified. Pre-procedure timi flow was 0. The lesion was pre-dilated with a 2.5x10mm dura star balloon at 18 atm before a 2.25x18mm cypher stent was at 16 atm. Post-dilatation was performed with a 2.5x25mm balloon at 20 atm as a standard practice. Then a 2.25x23mm cypher stent was deployed at 16 atm, proximal to the initial stent. The residual diameter stenosis measured 0% and timi 3 flow was restored. 6-12 hours post procedure, the patient experienced a non st elevation myocardial infarction/ischemic that was treated with aspirin, plavix, integrillin and beta blocker. No additional information is available. The patient was discharged on dual anti-platelet therapy. Approximately thirteen months later the patient had a positive functional test for ischemia, and angiography revealed restenosis in the distal lad. The event was treated with percutaneous intervention. New information received from the site indicated that the restenosis was in the 2.5mm x 28mm cypher stent implanted in the distal lad. The site reported that the stent had diffuse long in-stent restenosis in the mid portion of the stent in the 90-95% range. The site reported that after treatment the residual stenosis was 0%. Per the cec adjudication minutes, repeat angiography on (B)(6) 2011, for a positive functional ischemia study, revealed a 60% intra-stent restenosis in the mid lad, no evidence of thrombus and timi 3 flow as noted by the angiographic core lab, with comment, "target lesion revascularization." The angiographic core lab also noted a 64% multifocal in-stent restenosis in the distal lad, no evidence of thrombus and timi 3 flow with comment, "target lesion revascularization." The catheterization report noted the lad was a small to medium caliber vessel with diffuse mild to moderate plaquing proximally, but no significant stenosis. The previously stented lad had a diffuse long in-stent restenosis at the mid-portion in the 90-95% range. On (B)(6) 2011, the patient underwent successful treatment with pre-stent balloon angioplasty using a cutting balloon and the placement of one drug-eluting stent in the distal lad followed by post-stent balloon angioplasty as noted in the operative report. The operative report makes no mention of the mid lad being treated. The patient was discharged a day later on dual antiplatelet therapy. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15104086 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. Restenosis is a known potential adverse event associated with implanting coronary artery stents. Review of the information provided suggests that the patient's medical history and/or lesion characteristics (heavily calcified) may have contributed to the reported event, there is no indication that there is a design or manufacturing related issue therefore, no action will be taken. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00229, 3003742446-2010-00230, 3003742446-2010-00231, and 3003742446-2010-00232. Please note that manufacturer report number 3003742446-2010-00230 was previously submitted at the time of initial report.

Manufacturer narrative:
Additional information was received that the previously reported restenosis event was not associated with this device. Therefore, there are no new events that meet the medical device reporting criteria for submission of further regulatory reports. No additional reports will be submitted regarding the restenosis event for this device. This is one of four devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00229, 3003742446-2010-00230, 3003742446-2010-00231 and 3003742446-2010-00232.